Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34 (lot: 0011255605); product type: 0195-heart valves; implant date n/a; explant date n/a image review: eight media images were provided for the review. The valve load check was not stationary long enough for a clear image, but in the video review, the overlap is past the fourth node and it correlates with the fluoroscopy image of the 80% deployment that was described as ¿under-expanded¿ and the delivery catheter system (dcs) outside the body deployment image. The valve is infolded in both images. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Based on the image review the under expansion can be attributed to a misload. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the loader was reported as experienced, and the load was confirmed visually and via fluoroscopy. However, based on image review a misload has been attributed to the infold as there is evidence of overlap past the fourth node. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was checked via f luoroscopy and no misload was noted. A pre-implant balloon aortic valvuloplasty (bav) was not performed. During the first deployment attempt, angiography revealed that the valve was too high and the valve was recaptured. Following recapture, an infold was reported. On the second deployment attempt, at 80% deployment, under-expansion of the valve was noted. The valve was recaptured and removed. A new system was used for successful implant. Of note, the native analtomy was heavily calcified. Per the physician, this calcification contributed. No adverse patient effects were reported.